Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of stored electrograms, noise on the right atrial lead was noted. The noise was possibly due to external electromagnetic interference. A x-ray revealed externalized conductors on the right ventricular lead. No intervention had been performed. The physician would monitor the patient on merlin.net. The patient was stable.